Event description:
Product issue has been reported on our linear accelerator's subassembly (flat panel positioner/fpp), which is mounted to the gantry structure. It has been discovered that one of the six shoulder bolts, holding the detector panel in the pff's vertical drive assembly, disengaged from the assembly and lodged inside of the vertical drive housing. The incident occurred while deploying the fpp with a patient on the treatment table. The dislodged fastner produced an asymmetric loading condition that caused the drive motor amplifiers to over-current and shut down. The treatment terminated, and the patient was taken off the table to effect repairs. The patient was not injured in anyway as a result of the incident. We have discovered that the set screws that hold the shoulders bolts were missing. Upon initial review of this incident, a reporting decision was performed which evaluated the repercussions if this malfunction was to recur. As a serious injury appeared unlikely, this issue had been deemed not reportable. However, as a result of re-evaluation of this incident, a decision has been made to report this issue in the abundance of caution. It is important to note the root cause has been identified and all affected sites have also been corrected.

Manufacturer narrative:
Conclusions: supplier drawing error that resulted in omission of the screws that hold the shoulder bolts.